Manufacturer narrative:
Device is a combination product.

Event description:
Hold am 10.5.18 reportable based on analysis completed on 10sep2018. It was reported that crossing difficulties were encountered. The target lesion was located in a coronary artery. A 38x3.00mm promus premier stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported. However, returned device analysis revealed stent damage. Promus premier ous mr 38 x 3.00 mm stent delivery system was returned for analysis. A visual examination of the stent found damage to the first distal stent row with stent struts opened and damage to proximal stent rows with stent struts lifted and pulled distally. The undamaged crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.